Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer called to report that the insulin pump alarmed watchdog timeout. Customer reported that the insulin pump has an unresponsive keypad. Customer's blood glucose reading was 94 mg/dl. Customer reported that the pump was dropped on the floor. Product is being returned and replaced.

Manufacturer narrative:
The insulin pump was received with blank display, problem isolated to interface board. No audio/beep anomaly noted. Unable to confirm watchdog timeout alarm, keypad unresponsive and unable to perform any tests due to blank display. The insulin pump was received with cracked reservoir tube lip and minor scratches on display window noted during testing.